Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain kinds like contraction') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the back pain had resolved. The reporter considered back pain to be related to essure. : concerning the injuries reported in this case, the following one were reported via social media: back pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain kinds like contraction') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), insomnia ("insomnia"), asthenia ("drained") and mood altered ("moody") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had them removed last tues). Essure was removed. At the time of the report, the back pain had resolved and the weight increased, pelvic pain, insomnia, asthenia and mood altered outcome was unknown. The reporter considered asthenia, back pain, insomnia, mood altered, pelvic pain and weight increased to be related to essure. : concerning the injuries reported in this case, the following one were reported via social media: back pain, insomnia, asthenia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new events insomnia, drained and moody added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain kinds like contraction') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (had them removed last tues). Essure was removed. At the time of the report, the back pain had resolved and the weight increased outcome was unknown. The reporter considered back pain, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Events: pain and weight gain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain kinds like contraction') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the back pain had resolved. The reporter considered back pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: back pain. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.